Event description:
It was reported by the affiliate that the (1) 512st was used during an unknown procedure. It was reported that the gasket had been broken. The case was completed with another instrument and there was no conseqeunce to the pt.